Event description:
It was reported that the lipid tubing continuously alarming occluded. A new lipid bag had to be ordered to prime new tubing. There was patient involvement but unknown impact.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.